Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 283 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer stated he is concerned with readings as he has taken his medication and the blood sugar has not lowered. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date at time of call is three months. The meter memory was reviewed for previous test result history: (B)(6).